Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel messages) was due to the dn to rear cable was severed from the dn housing. The root cause for the damaged belt was unable to be identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was experiencing add gel messages.